Manufacturer narrative:
On 7/12/17 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - a monopolar cable was returned in used condition, not showing any unusual markings. During the visual inspection of the cable it is noticed that the cable is cut and there is not visible arcing. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: hhe-926 issued 11/2/2010 for cable damage leading to a safety hazard is identified in risk management files as a potential source of fire and user / patient harm. Conclusion: the complaint report cannot be confirmed at this time due to the breakage of the cable, testing cannot be performed.

Event description:
Customer initially reports that the monopolar cord started sparking then smoking during a surgical procedure. The staff cut it to stop the current to the field. There was no harm to the patient and they were delayed less than 5 minutes to retrieve a new monopolar cord. On (B)(6) 2017 customer confirms no harm done and no further information available.